Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a leak was noted at the small extension set and connector. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that fluid leaked at the small extension set and connector during an infusion of alprostadil in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between an extension set and connector was not confirmed. The suspect valve was not received. Inspection and testing of the concomitant extension sets showed no leaking or other anomalies. The root cause of the customer's report could not be determined.

Event description:
The customer reported that fluid leaked at the small extension set and connector during an infusion of alprostadil. There was no patient harm.

Event description:
The customer reported that fluid leaked at the small extension set and connector during an infusion of alprostadil. There was no patient harm.